Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. Reportedly, customer was delivering boluses after the pump was delivering automatic corrections via the control iq software. Bg was addressed via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.